Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-30795 and 1627487-2020-30924.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30795, 1627487-2020-30924 it was reported that during a surgery to replace the patient's system due to ineffective stimulation (related manufacturer reference numbers 1627487-2020-30918, 1627487-2020-30920, 1627487-2020-30921), the procedure had to be stopped for approximately 20 minutes in order for the anesthesia team to clear the patient's airway. The patient's airway was cleared and the sterile field was re-draped. The procedure was completed without further complications. Post-operatively, the patient was healthy, alert, and responsive with no apparent adverse events due to the blocked airway.